Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box begins on (B)(6) 2014. The event date of (B)(6) 2013 is overwritten in both the black box and history. Current pump history shows typical usage alarms. The tdd¿s add up correctly and reflect the uses programmed basal rate. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: mom states patient's blood glucoses (bg) have been going up to 400 to 500 mg/dl since last week, positive for moderate to large ketones. States she has contacted the health care provider (hcp) who has had her give extra insulin for the highs but has not adjusted pump rates. Mom wants to test insulin pump to make sure it is delivering properly. States daughter has no other symptoms of illness. Mom states she has changed site/set/cart since this issue started. Denies changes in motor sounds of pump with priming. Denies any major life changes or stresses. Customer technical support (cts) reviewed alarm history: no associated alarms noted in alarm history. Bolus history: no cancelled boluses and all boluses are accounted for basal history: confirmed basal delivery was appropriate prime history: priming properly/drops seen at the end of the tubing and changes supplies every 3 days or sooner if high bg is present. Cts advised mom that pump appears to be operating appropriately, and that she should contact hcp for review of current pump settings and further evaluation. Advised of other possible causes for elevated bgs including growth spurt and hormone changes. There is no indication of pump malfunction. This issue is being reported due to the allegation that a patient on pump therapy experienced hyperglycemia.